Manufacturer narrative:
Follow-up # 1 date of submission 06/10/2014 - device evaluation: the pump has been returned and evaluated by product analysis on 06/06/2014 with the following findings: during investigation, a review of the pump¿s black box showed that a load step malfunction had recorded. During testing, a no cartridge detected alarm occurred. The force sensor calibration was found to be out of calibration. The pump was opened and removed from case. The force sensor flex wire was found to be cracked at the pin.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (load step malfunction) issue. Reportedly, the pump had dispensed insulin during the load step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.